Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 12/18/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the itec preloaded device was not returned for evaluation. Visual inspection using microscope magnification was performed. Only the lens was returned. The lens returned cut in half with one haptic detached. The condition in which the lens, was returned is consistent with a unit that has been cut, due to ¿iol removal process¿. The reported, issue could not be verified on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed, that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lead haptic was not folded for a pcb00 model intraocular lens(iol). The lens was fully inserted and removed and replaced by a non jnj lens in the same procedure. There was capsular instability and a capsule tear/collapse. The event was observed while inserting the lens into the patient's left eye. The patient had recovered at the time of discharge. No further information provided.